Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a segment of the conductor wire dislodged from the yaw pulley. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed the electrical continuity test. Components adjacent to the dislodged wire do not show damage.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had the insulation cautery wire compromised. The failure was not observed during the case, it was not notified during the case of any issues with the instrument. It was observed with a 4x magnifier per the instruction of use (IFU) in the sterilization and reprocessing department (spd). There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: robotics coordinator (roco) confirmed the conductor wire was exposed but was unsure if the wire was intact or broken in half. Roco was not notified of signs of loss of cautery nor arcing, sparking or thermal damage as a result of the damaged conductor wire. Roco was not notified of material detaching/breaking off from the portion of the device that enters the patient's body. The instrument was already returned for evaluation.